Manufacturer narrative:
The device was not returned to hamilton medical ag for investgiation. However, we were informed that the technician onsite has replaced the esm board and, as a result, he ventilator is working fine now. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: when the ventilator is turned on, it was not turned on properly,and it sounded alarm. The situation has been three time. No patient involvement the first complaint of this occurrence was reported with our reference (B)(4), MDR nr: (B)(4).